Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The guide wire and the snare were returned for evaluation. The distal segment of the returned guide wire was undulated and found fractured at approximately 98mm from the proximal solder set to be at 110mm from the wire tip. Microscopic observation of the fracture end revealed that the coil wire together with the polymer jacket was elongated approximately 16mm proximal to the fracture end. The polymer jacket was stretched for approximately 13mm and then torn off. Distal to the torn polymer jacket, fractured core that was composed of a straight core wire and an inner coil wire was exposed. Necking of the core fracture end was observed, inferring that tensile stress contributed to fracture. The fracture end of the coil wire showed a relatively flat fracture surface, inferring that the coil wire fractured due to twisting stress that was generated as the coil structure got straightened. The returned snare held an 8mm-long fragment composed of the straightened coil wire and the torn polymer jacket. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product's design limit was inadvertently applied in the attempt dragging the guide wire into the guiding sheath while the wire movement was interfered by the tortuous collateral channel. There was no indication of product deficiency. Because the wire tip segment was not returned, a possibility could not be completely ruled out that it might be left in the anatomy. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire fractured during a ppi to treat a severely tortuous and moderately calcified cto in the anterior tibial artery. A guiding sheath was advanced to the popliteal artery and multiple guide wires were advanced antegradely, however, none of them could cross. A collateral channel approach via the posterior tibial artery was chosen instead. An asahi guide wire was advanced with a support catheter in attempts to cross the lesion; however, it could not reach the guiding sheath due to resistance of the tortuous collateral channel. A snare was used to drag the tip of the guide wire into the guiding sheath when resistance was felt disappeared. Separation of the radiopaque wire tip was recognized under fluoroscopy. The wire fragment was searched, however, could not be found in the anatomy. The physician considered the wire fragment was lost outside the anatomy and resumed the pci. The blood flow was successfully reestablished by poba. The physician commented that there were no adverse patient effects and no complications after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.